Event description:
It was reported that a 0.14" guide wire was unable to go through the guide wire hub of the recanalization catheter during use in the anterior tibial. After an unsuccessful attempt was made to continue the procedure with a guide wire and catheters. The procedure was rescheduled next week for another attempt. There was no pt injury reported.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and qual control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for eval. Per the reported event details, the user believed that the wire did not appear to be threaded through the center of the crosser tip and that it was possibly threaded through the injection port. However, the definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. A medical intervention (use of another device was required in an attempt to complete the procedure. There was no known impact or consequence to the pt.